Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jun2020.

Event description:
The customer reported the unit shutdown and saw errors in the significant error log for auxiliary alarm supply fail, backup alarm fail, 35 volt supply fail and ventilator restart. The device was in use with a patient via non invasive facemask at the time of the event. When the unit stopped ventilating the mask was removed from the patient and the patient was placed on oxygen, but no patient harm was reported. The manufacturer's field service technician (fse) was able to confirm and duplicate the complaint. The fse replaced the power management board and the issue was resolved.

Manufacturer narrative:
The power management board was received for failure investigation. Customer complaint verified. Root cause was failure of solder joint at r31.